Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through pump reset, which resolved error, and was advised to call again if issue returned so further help could be provided.